Manufacturer narrative:
Device evaluation: one cadd solis vip was returned for investigation in used condition. No physical damage was found on the pump. A review of the event history log evidenced the following: (B)(6) 2005 12:00:09 am medium alarm displayed: pump settings and patient data lost." The customer reported product problem was replicated during functional testing. The issue occurred because the internal battery was depleted. The problem source of the reported product problem was unknown. A root cause was not established. To correct the problem, the pump was charged for seven days.

Event description:
It was reported that the cadd solis pump was not retaining the date/time. There was no patient involvement.